Manufacturer narrative:
(B)(4): the customer reported that their defibrillator failed to operate properly in the therapy mode and that the involved pt died. At this time, there has been no determination as to whether the device was a factor in the reported death of the pt. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.

Event description:
The customer reported that their defibrillator failed to operate properly in the therapy mode and that the involved pt died.